Manufacturer narrative:
A complete lead was returned in two pieces. The field report of no capture was not confirmed. Electrical testing did not find any indication of internal shorts. S-curve height was measured to be within specification. No anomalies were found on the lead with the exception of damage consistent with that occurring at the time of explant procedure.

Event description:
Related manufacturer report number: 2938836-2017-24574 during follow-up, exit block was noted on all vectors due to dislodgement. During lead revision, it was suspected that body fluid was present in the header of the device. The lead and device were explanted and replaced. The patient is in stable condition.¿